Event description:
Healthcare professional reported a lap-band port "leak" first noticed when the patient reported "no restriction." The lap-band port was removed and replaced.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the possible outcome of leakage as follows: deflation of the band may occur due to leakage from the band, the port or the connecting tubing.